Manufacturer narrative:
H.6. Investigation: DHR review was not performed since the lot number associated with this account was unknown. Received one q-syte assembly with no packaging material connected (bonded) to an ext. Set. Visual/microscopic examination: damage (tear) was observed on the slit of the top septum disk damage (tear) was observed on the column wall damage (tear) was observed on the slit of the bottom septum disk (dissected after water-leak test) water leak test (mm-110): attached the iso standard luer from the water leak test to the end of the ext. Set and performed the test: no leakage was observed on the unactuated position. Leakage was observed on the actuated position, the unit leaked through the column tear and out the vent hole. Photos received revealed the unit received condition but did not portray additional evidence. A definite source that caused damage to the top-bottom slits and the column tear (which could have contributed to the leakage) could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when connected with syringe, leakage occurred from the septum.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: when connected with syringe, leakage occurred from the septum.